Manufacturer narrative:
The defibrillator was returned with a note that states: "the referenced machine gave two "service required - dump relay" messages on start up. The unit was tested and found to respond in an appropriate manner all five waveforms in spite of the message. Several unsuccessful attempts were made to reproduce the condition on both days." The returned defibrillator was tested and proper operation for patient treatment was verified. No "needs service: dump relay" prompts were experienced. Internal inspection found all connections secure. However, the dump relay (k1) on the high voltage board was replaced as a precautionary measure. Hs3000 prompts a "need service" message when the unit fails self-test or during use. The unit is not disabled but should be serviced after use. The "dump relay" message is displayed with the "needs service" prompt when the dump relay does not work as intended. The internal self discharge will still take place, but the process will take a relatively long time. The hs3000 operating instructions explain this prompt and what to do should it be experienced. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving information relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.

Event description:
It was initially reported that during an incident in 1999 involving a male patient in v-fib, this defibrillator shocked the patient twice and on the 3rd charge, the unit detected a non-treatable rhythm and dumped the charge prompting "needs service : dump relay." The patient was pronounced at a hospital. Later, the customer reported that during a morning check a crew member saw a "needs service: dump relay" message on the screen but didn't tell anyone. Later that day they responded as above. The customer said that the patient converted to asystole and that is why the unit dumped the charge. It happened 3 times and no shocks were delivered. He said that the patient was a "bleeder" and didn't really have a chance. He insists the "needs service: dump relay" message did not occur during the incident. The error message could not be reproduced later when using a sim tester.